Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and delivered the remainder of the bolus. The customer's blood glucose level was 580 mg/dl. The customer administered a shot of insulin and changed the cartridge and infusion set. The next day the customer's blood glucose was at the target level of 114 mg/dl and reportedly feels fine.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.